Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature entitled ¿increased lag-screw slide and all-cause revision in a new-generation cephalomedullary nail after treatment of geriatric intertrochanteric femoral fractures ¿, published in 2025, which is associated with the gamma 3 and gamma 4 nailing system. The record can be found at https://doi.org/10.1097/bot.0000000000002961. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. Allegedly, the author indicated that in the gamma 4 (g4) group, 3 patients required lag screw exchange due to iliotibial band irritation. In addition, in the gamma 3 (g3) group, 1 patient required lag screw exchange due to iliotibial band irritation. This is patient 3 out of 3 from the gamma 4 (g4) group.